Manufacturer narrative:
Vyaire reference # (B)(4). At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
The customer reported while using the avea ventilator, it is alarming vent inop, ext high ppeak, safety valve, circuit occlusion and apnea interval. The customer stated there was no patient involvement associated with this event.